Event description:
Baxter duplocath 35 m.i.s. Application catheter with m.i.s adapter received broken directly out of manufacturer¿s packaging. The plastic securement strip on the receiving end of the catheter was broken into several pieces.